Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for concomitant ablation watchman procedure. After the inserted and aspirated, during ablation the first sheath was not able to aspirate. So, the first sheath was replaced with another same lot sheath. However, the second sheath had the same issue. Thus, the second sheath was replaced with another different lot sheath and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return for analysis.